Event description:
Information received indicates one of the head side rails will not latch. The caller stated the side rail center arm and handle are broken.

Manufacturer narrative:
Repairs have not been completed to the bed.